Event description:
On 3/2/96, complainant went to the tanning salon and set the timer on the bed for 16 mins; firm personnel did not assist her. She stated she looked at her watch before getting into the bed. Complainant stated when she got out of the bed and looked at her watch, 25 mins had elapsed. She stated she is "sick, not vomiting, just sick" and very burned. Complainant stated she took pictures of herself. Sunbed model is unknown. Complainant also stated beds are "always filthy." Facility is in a general "state of filth - rats." Etc. She stated she saw her physician in a local restaurant; he stated she had a first degree burn and prescribed some lotion. However, she chose not to use the prescription lotion. On 3/4/96, she returned to the firm and received a refund. On 3/18/96, rptr contacted the physician's office and requested the medical records which state a dr ordered triamcinolone sarna lotion due to a "very red swollen rash on most of her body. (*)